Event description:
It was reported the pt lost stimulation after undergoing surgery for a non-related health issue. Troubleshooting attempts were unsuccessful. As a result, the pt's ipg was explanted and replaced. The replacement ipg resolved the pt's issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.